Event description:
It was reported that this right ventricular had a sudden drop in r-wave amplitude. The health care professional (hcp) placed a call to technical services (ts) to review the data. Upon review, it was noted that this implantable cardioverter-defibrillator (ICD) exhibited noisy signals oversensed intermittently on both right ventricular (rv) and right atrial (ra) channels. Additionally, low impedance measurements on the rv lead and high out-of-range impedance measurements on the ra lead were noted. An x-ray was performed and it was noted possible lead fracture on the ra lead. Troubleshooting options were discussed and recommended. A revision procedure was performed and the ICD system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to the laboratory of boston scientific post market quality assurance in three segments. The visual examination also noted that the helix mechanism was in an extended position. Dried blood was noted around the helix and also in the lumen due to insulation damage. Additionally, tissue with calcification was noted entwined on the helix. The lead insulation is flattened (out of round) and the insulation webbing is abraded between all the lumens. The damaged insulation ends were returned in 2 separate segments, the distal end of the second segment, and the proximal end of the third segment. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that this right ventricular had a sudden drop in r-wave amplitude. The health care professional (hcp) placed a call to technical services (ts) to review the data. Upon review, it was noted that this implantable cardioverter-defibrillator (ICD) exhibited noisy signals oversensed intermittently on both right ventricular (rv) and right atrial (ra) channels. Additionally, low impedance measurements on the rv lead and high out-of-range impedance measurements on the ra lead were noted. An x-ray was performed and it was noted possible lead fracture on the ra lead. Troubleshooting options were discussed and recommended. A revision procedure was performed and the ICD system was explanted and replaced. No additional adverse patient effects were reported.